Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that the air/water cylinder and the air/water tube both have foreign material due to insufficient reprocessing. Additional findings were as follows: the grip, switch box both have a scratch, the air/water cylinder, the light guide lens has a stain, the universal cord has a wrinkle, the suction cylinder both have no color, and due to breakage of light guide bundle, illumination is uneven. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope had the light guide was broken down. The issue was found during the procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water cylinder and the air/water tube both have foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A definitive root cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU). Gif/cf/pcf-180 series operation manual chapter 3 preparation and inspection states how to detect the events. Gif/cf/pcf-180 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the events. Olympus will continue to monitor field performance for this device.